Manufacturer narrative:
A medtronic representative went on site and performed a full system checkout. System performed to specification with all tests.

Event description:
A medtronic representative received a report from a physician alleging being inaccurate when using the stealthstation s7 system in using cranial and spinal applications. No further details were provided by the physician. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Date of event has been marked using the date the information was relayed to the medtronic representative. No specific date was provided. No specific measurement, details or examples were cited by the surgeon alleging the inaccuracy. No response to medtronic attempts to follow-up. No parts/files returned to manufacturer for evaluation. No details, no parts/files returned.